Manufacturer narrative:
This complaint was received via user report and has been reported to mpa. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a mpa user report that reported the following information: on behalf of the customer, a healthcare professional (hcp) reports a skin reaction while wearing an adc device. The customer has developed a contact allergy eczema from the adc device confirmed with an unspecified patch test. Adc customer service successfully contacted the hcp to gain additional details regarding this event. The customer was provided with an unspecified local cortisone cream for treatment. There was no report of death or permanent impairment associated with this event.